Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube and shaft of the device. There was blood and contrast within the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 4.8cm distal to the midshaft bond, the shaft was separated. The proximal portion of the shaft separation was stretched for a length of 3.9cm. The distal portion of the shaft separation was stretched for a length of 7mm. The rapid port exchange (rpe) was torn 11mm in length moving distal from the rpe. At 3mm distal from the bicomponent weld, the guidewire lumen was buckled for a length of 1mm. There was tip damage to the device.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease. The 100% stenosed target lesion was located in the severely calcified and non-tortuous superficial femoral artery. A 5.00mm x 20mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the shaft of the balloon catheter broke apart inside the patient during removal. The physician used a guide catheter and a threader device to trap the device fragment. Subsequently, the broken pieces were retrieved from the patient and the procedure was completed. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease. The 100% stenosed target lesion was located in the severely calcified and non-tortuous superficial femoral artery. A 5.00mm x 20mm nc emerge balloon catheter was advanced for dilation. The shaft of the balloon catheter broke apart inside the patient during removal. The physician used a guide catheter and a threader device to trap the device fragment. The device was removed from the patient in two pieces and the procedure was completed. There were no patient complications reported.